Manufacturer narrative:
Failure analysis noted that the pump was received with constant motion sensor test failure alarm during rewind due to motor encoder out of phase. Analysis was unable to perform displacement test or functional test due to motion sensor test failure alarm. The motor position encoder error alarm was unable to be confirming due to motion sensor test failure alarm. The insulin pump was received with a scratched lcd window, cracked battery tube threads, and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor position encoder error, and motion sensor test failure alarm. The blood glucose at the time of the incident was unknown. The customer states the insulin pump was exposed to an MRI scan, after falling and being unconscious. The fall occurred over a year ago. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.